Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally wore the pump while going in water for approximately 20-30 minutes and the pump touch screen was unresponsive. Reportedly, the pump was no longer functional. The customer's blood glucose level was 135 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.